Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. One 3cg stylet was returned for investigation. The white insulated wire had been cut 1.5cm proximal to the yellow tab. A kink was observed in the solid core wire 5cm distal to the t-lock extension set. A break in the polyimide tubing was observed 1.7cm from the distal tip of the stylet. The section of polyimide tubing proximal to the break was curled. A microscopic examination revealed kinking in the polyimide tubing between the magnets. The fractured ends of the polyimide tubing were noted to be uneven. A break was observed in the solid core wire. The core wire extended 1.6cm from the proximal end of the distal segment of polyimide tubing. The kinking in the stylet wire may have initiated the fracture in the magnetic end of the stylet. Sharp or acute angles should be avoided during implantation. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility had an issue with the 3cg PICC wire, they stated that the tip/sleeve of the stylet came off and stayed in the patient. The patient had to have the tip of the stylet surgically removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Sample retained at facility.

Event description:
It was reported by the sales rep that the facility had an issue with the 3cg PICC wire, they stated that the tip/sleeve of the stylet came off and stayed in the patient. The patient had to have the tip of the stylet surgically removed.